Event description:
It was reported that during pre-op for a device replacement due to normal depletion, high impedance was noted along with a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).